Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section b3: date of event: unknown, not provided. Section d6b: explant date: not applicable, as lens was not explanted. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number: (B)(6). Section h3-other (81): the device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after surgery, post-op outcome is 6/60 in distance vision after 1 month. Daily activities significantly affected as vision decreased post-op. Vision pre-operative is 6/9 and vision post-operative is 6/60. Alignment or centration of the lens was done. Vision was better than previous follow-up. Optical coherence tomography (oct) was done, retina thickness was normal. In addition, posterior capsule opacification (pco) was seen, and yag was done. Patient is better than previous situation. 6/18 p in distance, near ¿ 2.50 add power. 0.75d astigmatism. No further information available.